Event description:
It was reported that the user experienced hyperglycemia after a site change and believed the ilet was not delivering insulin, though later device reports indicated insulin delivery had resumed and glucose was trending down. Symptoms included elevated blood glucose up to 377 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with confirmation that no device alerts or alarms occurred. Investigation of this case revealed no confirmed device malfunction and no specific component failure, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.